Event description:
The pt received his scs system on (B)(6) 2010. It was reported pt was not receiving stimulation and two contacts have invalid impedances. The sys was reprogrammed and the pt is satisfied with stimulation coverage. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.